Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: va0h9w3, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot#: va0at8e, , implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. It was reported that the patient fell and hit their head in the bathtub. X-rays were taken and nothing was believed to have moved. This occurred in (B)(6) 2016. Patient reported their stimulation was in the wrong area and they thought the lead had moved. Patient reported their stimulation was not in the right area because their pain had returned and it was affecting their sleep. It was reported that this had been occurring daily and that it began in (B)(6) 2016. It was suggested that the patient follow-up with their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.